Event description:
Customer reported that during an interventional procedure, the facility had a brown out and the equipment shut down. The technologist reportedly rebooted the system and shortly after, the power started to flicker again. The innova's ups reportedly did not function during both events. The radiologist attempted to continue working without the assistance of fluoroscopy. The patient reportedly had a stroke and has since died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.